Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033561) on (B)(6) 2014. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('very heavy debilitating periods, very painful cramping, bed rest for the whole week that I am on my period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion disability), menorrhagia ("very heavy debilitating periods, very painful cramping, bed rest for the whole week that I am on my period"), panic attack ("panic attacks, about twice a month"), abdominal distension ("stomach bloats"), pain ("body pain/excruciating pain") and vitamin d deficiency ("vitamin d deficiency"), experienced migraine ("severe migraines") and fatigue ("exhausted always") and was found to have weight increased ("over fifty pounds of weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the dysmenorrhoea, menorrhagia and pain had not resolved, the migraine, weight increased and fatigue had not resolved and the panic attack, abdominal distension and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, menorrhagia, migraine, pain, panic attack, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033561) on 10-feb-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('very heavy debilitating periods, very painful cramping, bed rest for the whole week that I am on my period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion disability), menorrhagia ("very heavy debilitating periods, very painful cramping, bed rest for the whole week that I am on my period"), panic attack ("panic attacks, about twice a month"), abdominal distension ("stomach bloats"), pain ("body pain/excruciating pain") and vitamin d deficiency ("vitamin d deficiency"), experienced migraine ("severe migraines") and fatigue ("exhausted always") and was found to have weight increased ("over fifty pounds of weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the dysmenorrhoea, menorrhagia and pain had not resolved, the migraine, weight increased and fatigue had not resolved and the panic attack, abdominal distension and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, fatigue, menorrhagia, migraine, pain, panic attack, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : vitamin d deficiency. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment. This ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: events added- vitamin d deficiency. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.